Manufacturer narrative:
H3: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported piece of the rubber stopper, vial top was noted to be in syringe with medication.

Manufacturer narrative:
(B)(4). Follow up for device evaluation a customer reported observing a fragment of a rubber vial stopper inside the syringe with the medication. To support the investigation, the quality team received one sample, without blister packaging, for evaluation. The sample was visually inspected at 30x magnification. No damage, defective grinding, or hooks were observed. The bevels and etch were also found to be acceptable. A device history record review was completed for material number 301580, lot 5283886. The review identified no quality issues during production that could have contributed to the reported condition, and no related quality notifications were found. All manufacturing processes and final inspections met specification requirements. To date, no other similar events have been reported for this lot. Based on the investigation and analysis of the returned sample, the customer reported condition could not be confirmed.